Event description:
It was reported by service report that the siderail won't latched in upright position. The customer could not determine whether there was patient involvement and/or adverse consequences.